Event description:
It was reported that when the asymptomatic patient presented in-clinic for a routine follow-up, a diagnostic anomaly was observed. After programming changes were made, a display of "data not read" was observed. Re-interrogation and remeasuring yielded the same result. The device was not at eri, but the cell impedance prevented a download from being attempted. The patient will continue to be monitored.